Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the when the senor was removed the electrode portion was missing from the sensor. Customer stated the sensor fractured while in the body. Customer stated the sensor was no longer in the body. Customer stated that they did not receive medical treatment as a result of the sensor fracturing while still in the body. No harm requiring medical intervention was reported. The device will be returned for analysis.